Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had button error alarm. Customer's blood glucose value was 87 mg/dl. Customer stated that buttons was unresponsive also they were unable to clear the alarm and rewind the insulin pump. The device will be return for analysis.